Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen and it was hard to read. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had loud humming noise during rewind and had two vertical cracks on front. Customer also stated that the insulin pump going through batteries more often. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches and cracked on lcd display window corners noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, rewind test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or rewind anomaly were noted. (B)(4).